Event description:
For over ten years, I had been getting great relief form pain in my right knee from a series of three injections of a collagen-based product. Now that I am currently living in a different state, I had to get a referral to a new orthopedic surgeon. Instead of using the good knee injections that have given me great relief over the years, a new doctor insisted on using a single injection of durolane. I had a horrible reaction to the durolane. The injection itself hurt a great deal. The next morning I could hardly move. Joints that had never hurt before were in horrible pain. My already-compromised ability to move was the worst it had ever been and it severely limited my ability to stand, get out of bed, walk on my crutches and do other normal daily activities on for well over a month. The horrible side effects that I experienced began when I woke up the day after the durolane injection. I called the doctor¿s office immediately and was told that the durolane can¿t cause those side effects. The following week, the problems from the horrible side effects of the durolane were still so bad that I fell in a restaurant. Under normal circumstances, I am not prone to falling. The fire department had to be called to get me off the floor. Concerned that I may have broken a bone somewhere, and to report the bad result from the shot in person, I returned to the doctor¿s office. He ignored my complaint and tried to sell me on some needless surgery on my hip, that a pervious specialist in that particular aspect of orthopedic surgery had warned me not to have. So, I found a different orthopedic surgeon, who was unable to help me in any way other than to wait 6 months until the correct shots could be administered. What little localized relief in the knee that I got from the durolane shot was over in about three weeks. After that, my knee pain got worse than it has ever been since the time I was recovering from a 1974 surgery on that knee! The previous series of three collagen injections, which I had received from 2008 on, never caused any side effects. Those injections allowed me to use my right knee normally for 6 months or longer, usually much longer. One time, I went two full years without further treatment. And those injections hardly hurt at all, unlike the painful durolane injection. My current orthopedic surgeon is in the process of giving me a series of five injections for the same knee. It is working great. No side effects whatsoever, just like it has been since I first started receiving those shots in 2008. According to drugs.com, ¿durolane is usually given when other arthritis medications have not been effective. ¿considering the fact that the previous series of injections in my knee had been effective for arthritis, I should never have been given durolane. Durolane is a very dangerous injection. Any physician who wishes to prescribe durolane should warn the patient of the possible horrible side effects and be ready to treat the patient for them should they occur. Do you have a picture of the product? No.